Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:08:11. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The device failed the volumetric functional test (captured in a separate report). A visual inspection was performed. The cause of the reported issue could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.